Manufacturer narrative:
Batch review performed on 14 april 2022. Lot 2100273: (B)(4) items manufactured and released on 05-may-2021. Expiration date: 2026-apr-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event. Additional devices involved: batch review performed on 14 april 2022. Stem: amistem-p collared 01.18.432 amistem-p collared std stem size 2 (k173794) lot 2106915: (B)(4) items manufactured and released on 05-oct-2021. Expiration date: 2026-sep-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Cup: mpact 01.32.154sh acetabular shell ø54 no-hole (k132879) lot 1906188: (B)(4) items manufactured and released on 02-oct-2019. Expiration date: 2024-sep-22. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2109540: (B)(4) items manufactured and released on 20-aug-2021. Expiration date: 2026-jul-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 3 months and a half after the primary surgery, the surgeon performed a washout and revised all components. The surgery was completed successfully.